Manufacturer narrative:
Insulin pump passed the displacement and self test. No unexpected missing segment/partial display anomalies noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had partial display. The customer's blood glucose level was 140 mg/dl. The customer reported that they pressed the escape button, 3 lines that were vertical and the fourth one was flashing on the screen. Customer stated the insulin pump was neither dropped nor bumped. They mentioned that they removed the battery and went back to normal, however they tried to check if the insulin pump was working right but he still got the same thing once he pressed the escape button. The insulin pump will be returned for analysis.